Event description:
Caller tested 5.1 inr on the coaguchek xs system while a physician's coaguchek xs system returned as 2.7 inr. Caller's coumadin dose was held based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.